Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the ankle using a 2.7/3.5 synthes lcp distal fibula to fix fibular fracture on (B)(6), 2020, the surgeon chose to fix syndesmosis using a new fibulink implant. During the procedure, the fibulink syndesmosis repair kit drill bit broke, 10 mm into the tibia. The issue resulted in a thirty (30) minute surgical delay since it was difficult to remove the drill bit from the patient. The procedure was not successfully completed. Patient status is unknown. Concomitant device reported: unknown 2.7/3.5 synthes lcp distal fibula plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).